Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the screen was black and no live image was able to be displayed. There is no report of patient injury.